Event description:
Capsular contracture grade 4 both breasts after 1 month of replacing breast implants, also chronic pain neck, shoulders, breast, upper back, ER 4 times in 5 months, allergan srx 420 silicone. FDA safety report ID# (B)(4).